Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (main body) and the white (twist sleeve) of the twist clamp fell off from the tubing of a minicap extended life pd transfer set. This was observed during use for peritoneal dialysis therapy. The patient was given prophylactic antibiotics, two intraperitoneal antibiotics (cefazolin - 765 mg/ceftazadine - 1000 mg) as a precautionary measure. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.